Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, a ventricular perforation was observed. Subsequently, the valve was fully deployed and the procedure was converted to open-heart surgical repair to address the perforation. A right coronary artery (rca) stent was placed after the patient's chest was closed; however, the patient's blood pressure did not recover and the patient died due to the perforation. Per the physician, the guidewire caused the ventricular perforation and death. Per the physician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Updated b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right coronary artery (rca) stent was placed after the open-heart surgical repair because there was insufficient flow from calcium that went down the coronary artery.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, a ventricular perforation was observed. Subsequently, the valve was fully deployed and the procedure was converted to open-heart surgical repair to address the perforation. A right coronary artery (rca) stent was placed after the patient's chest was closed; however, the patient's blood pressure did not recover and the patient died due to the perforation. Per the physician, the guidewire caused the ventricular perforation and death. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received indicating that there were no signs of damage to the guidewire and the tip of the guidewire was not manipulated prior to use. The guidewire was introduced and placed in the apex of the left ventricle using a pigtail catheter that was already positioned in the ventricle. It was also confirmed that the guidewire position was monitored to ensure the transition point was above the apex and pointing away from the ventricle wall throughout the procedure; however, the guidewire appeared to change orientation after the pre-implant dilation, but that was attributed at the time to a change in the position of calcium in the aortic valve. The guidewire position was visually monitored using two projections to ensure placement and stability and was repositioned multiple times before the pre-implant dilation to ensure good positioning. The guidewire was not repositioned after the pre-implant dilation. Additionally, the guidewire was not manipulated without fluoroscopic visualization (torqued or twisted). No resistance was felt with the guidewire during use, but resistance was felt when the catheter crossed the valve prior to introducing the guidewire. There was no forward movement of the guidewire as the valve was being released. It was noted that the patient's condition/anatomy did not contribute to the perforation. According to the physician, the valve, delivery catheter system, and the patient's underlying medical history can all be excluded as contributing factors to the death.